Event description:
It was reported by an american medical systems sales representative on (B)(6) 2011 that while the pt was on the table, the laser system had a white screen. The american medical systems sales representative was conferenced in with american medical systems technical support who requested to have the fuse checked. Per the american medical systems sales representative, the fuse was checked and the laser system was powered on. Once the laser system was powered on, the procedure was continued and completed with no problems. No pt injury was reported.

Manufacturer narrative:
On (B)(6) 2011, the american medical systems sales representative conferenced in with american medical systems technical support for help with troubleshooting the "white screen" issue. American medical systems technical support advised to switch off the circuit breaker and unplug the console from the external power and check the fuses on the power distribution board. Per american medical systems sales representative, the fuse was found burned and was replaced. The console was powered back up and the display screen displayed correctly. No product will be returned to american medical systems.